Event description:
Previously reported as no report of malfunction, serious injury, or reason for explant. The lead was explanted due to a report of pocket infection. Explant method: thoracotomy. No complications.